Event description:
During the self-test, the thermogard xp ivtm system displayed tcmid:06 (ce post failure) error message. Another system used for treatment. No consequences or impact to patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.